Event description:
Device diagnostic testing at office visit in 11/2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that device diagnostic testing performed during implant surgery was within normal limits. The vns reportedly worked for the patient for about 6 weeks post-implant and then apparently stopped working. X-rays taken did not reveal any discontinuities with the ncp system. Lead break or generator/lead connection problem is suspected. The patient's device has been programmed to off.